Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There were no frayed cables observed during visual inspection. The grips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage observed was loose cable. There was no patient injury due to the issue. The procedure was completed robotically with the same da vinci system. There was no fragment fell inside of the patient¿s anatomy. There was no collision with any other instruments reported. There were issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips and up/down (pitch) motion of the wrist. It could not be recalled if there were any cables visibly protruding from the distal end of the instrument. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were shared.

Event description:
On 01/03/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: it was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, mega needle driver (mnd) instrument cable ¿popped¿ while the surgeon was suturing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver (mnd) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.